Event description:
On 5/25/1999 (approx @ 7:00 am), rn was present in the room while lvn was "bagging". During the resuscitation efforts, they believed unit to have a leak. It was discarded for another and resuscitation efforts continued. They believed this unit leaked like the first, discarded it and went to a third unit. Resuscitation efforts were successful without further incident. They placed the pt on a ventilator. Bagging means resuscitating.